Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and was unable to reproduce the problem. However he found that bd3 (blood detector 3) was disconnected from the holding clip. He reattached the blood detector to the holding clip and performed preventive maintenance (pm) on the instrument. The root cause is unknown. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the coulter lh 780 hematology analyzer was generating a vls (vent line sensor) air error and later discovered a leak near the bsv (blood sampling valve). The customer was wearing personal protective equipment (ppe); lab coat, gloves, and safety glasses. There was no exposure, or contact with eyes or skin, open wounds or mucous membrane. There was no effect to patients or end users. There was no death or injury as a result of this incident.